Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during a short time of use in anesthesia, a leak was found from the catheter placed in the female patient's vena subclavia. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of a leak in the catheter was confirmed. One 12 fr x 20 cm 2-lumen catheter was returned. The customer also provided a photograph of a catheter inside a plastic bag with an arrow pointing to the catheter body below the juncture hub. The catheter showed evidence of use but no defects or anomalies were observed during visual inspection without magnification. The catheter was leak tested. With the opposite end of each lumen occluded, water was injected into each extension line. According to the test procedure, no leaks should occur when pressurized at 45psi for 30 seconds. A leak was observed in the catheter body as soon as line pressure was applied to the proximal lumen. No leaks were observed during testing of the distal lumen. Microscopic examination found a hole in the catheter body located 5 mm below the juncture hub. Fibers from the dressing were observed on the catheter body near the hole. The instruction booklet directs the user to prepare the catheter for insertion by flushing each lumen with saline other remarks: solution to enable patency and prime the lumens. No leaks were reported prior to catheter insertion. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. A risk evaluation was performed for this issue. Since fibers from the dressing were observed near the hole and no leakage was reported during catheter flushing/priming, operational context caused or contributed to this event. No further action will be taken.